Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the pump booted up to the verify screen with no issues. No motor alarms were observed in the alarm history. Several full rewind steps were successfully performed. During testing the load step did not begin until the load cartridge step was manually selected on the ezprime set up screen. Pump was exercised for 24hrs with the returned battery cap and returned cartridge cap. No alarms occurred during testing. No hypersensitive keys observed on the keypad. There were no debris observed on lead screw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was performing the load step unprompted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.